Event description:
This senior medical surveillance specialist spoke with the pt/layperson regarding her concern that a result on her one touch ultrasmart meter was inaccurate. The pt clarified information she gave to a customer care advocate, cca, on 06/05/09 and provided additional to this specialist. The cca replaced the meter and test strips. The previous month, the pt took her daily 50 units lantus and oral medication (she could not recall its name) shortly before her blood glucose of 110 mg/dl at 9 am. The pt felt fine before she and her daughter went to a restaurant 10 minutes later for breakfast; typically the pt eats breakfast much earlier and takes her oral medication with meals. Approx 9:30, after eating and still in the restaurant, the daughter noted that the pt was rubbing her eyes and sweating. The pt denied passing out as reported to the cca; rather, she appeared to be unaware of her surroundings. The daughter gave the pt orange juice and called emt. Within minutes emt arrived, obtaining 70 mg/dl with the ambulance meter. The pt attributes the result to the orange juice since a 70 blood glucose does not affect her. Emt inserted an IV. When the pt dropped lower (she neither recalls the result nor was aware of what was being done), they inserted possibly glucose in the IV and transported to ER. The pt was monitored 5-6 hours and given food. The ER doctor thought the amount of insulin she had taken was too much and the following day, the pt's physician lowered her daily lantus from 50 to 45 units in the morning. The pt alleged no harm. Because the meter's displayed was "cloudy" (unk if due to cleaning the display with alcohol), it is not clear if the actual results were distinct. Since the pt was treated for low blood glucose 30 or so minutes after testing, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.